Manufacturer narrative:
(B)(6).

Event description:
The customer reported that there was a problem with the touchscreen. There was no patient involvement when the issue occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: no further details were provided regarding the evaluation of the device. It was reported by that the customer found a different channel to have the device repaired. Insufficient information is available to determine the resolution of the event. The customer found a different channel to have the device repaired; however, it could not be determined what resolved the issue as the customer did not have the device repaired via philips. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.